Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image " involving pentax model eg-2990i/(B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax on 07/07/2021 and is pending inspection. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.